Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. (B)(4).

Event description:
The customer reported approximately one milliliter of diluent leaked from the probe and outside the instrument after system startup completed involving the coulter act diff 12 analyzer. The customer verified the dual filters were secured and re-started system startup. No further fluid leaks were noted. The customer was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The laboratory has an exposure control/risk management plan in place. The instrument was returned to normal operation.